Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46228. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log. Additionally, the investigation determined that the downstream occlusion seal was delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion seal was replaced and the device passed all testing.